Event description:
It was reported that event involved a male patient, indication for intra-aortic balloon (iab) use: low cardiac output. While in the operating room, the md wanted to insert an iab. The sheath was inserted into the patient's right femoral artery. The md could not insert this iab. The md stated that "if we had urged, the patient's femoral artery or aorta would have injured." There was no reported pt death or injury. Medical/surgical intervention was not required. Another iab was inserted and there was a noted 30 minute delay in treatment. The pt outcome is listed as good. Strips were generated' however, they are not available for review. Add'l info received on 08/19/2010, from the sales rep stated that the md removed only the iab and the same insertion site was used.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.